Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement for product code: 232447, lot number: 3833403. The complaint device is not being returned, therefore unavailable for a physical evaluation. A review of the device history record indicated that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. A review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
This is report 2 of 2 for the same event. It was reported by the affiliate in (B)(6) that during anterior cruciate ligament surgical procedure, it was observed that the leading suture snapped while surgeon was inserting graft. It was reported that the surgeon used a new one but the same issue occurred. It was further reported that the surgeon then used a third one (lot 3854616) and proceeded with no further issues. There was a delay of three minutes. It was reported that the suture that broke was white in color. It was reported that the suture broke outside the joint space. It was reported that it was easy for the surgeon to remove the original implant as implant had not inserted into the knee but only the sutures had entered the knee. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.